Event description:
The user facility reported that scope error e204 [focus function error] occurred while preparing the subject device for use. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation [blurred image].

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found the bending angle in the up direction was out of specification due to stretching of the angle wires. The connecting tube and universal cord had wrinkling. Switch #1 had a dent and swelling due to wear and physical stress. The objective lens was chipped. The charge coupled device (ccd) unit was damaged. Scratches were observed on the image guide protector, and switch box. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.